Manufacturer narrative:
The tandem t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer continuously forgets to resume insulin delivery after loading a cartridge and then receives the resume pump alarm. The customer's blood glucose (bg) level was 417 mg/dl and a correction insulin injection was used to address the bg level. Tandem technical support educated customer on the proper steps to take while loading a cartridge in order to resume insulin.